Event description:
N/a.

Manufacturer narrative:
Analysis: a review of the complaint details has been conducted. The details indicate that the stent was attempted to be deployed twice at nominal inflation values. Being that nominal pressure was achieved (8 atm) indicates that the balloon was pressurized. If the balloon was able to reach the nominal pressure of 8 atm the stent would have been fully deployed in this case to a diameter of approximately 9mm. Being that a 7fr introducer sheath inner diameter is approximately 2.3mm removal of the expanded stent would be impossible if attempted. It is likely that nominal pressure was not obtained during the attempted deployment of the stent. Without more detailed information or the device in question the reason for the stent not being able to be deployed cannot be determined. There is a possibility that if a stopcock was used during the procedure that it was not in the open position. This would explain why the balloon would not open the stent. There is also a possibility that the syringe that was used was not connected to the inflation port of the product manifold but the guidewire lumen. The device history records indicate that this lot of catheters passed all quality and performance requirements. Without further details atrium medical corporation cannot determine the cause of the complaint. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Stent retention testing. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that there was an issue with the product in question. H3 other text : not returned.

Manufacturer narrative:
Analysis: the details of the complaint provided by the institution indicate that the stent was not able to be deployed at nominal pressure (8atm) and on withdrawal back through the sheath it was noticed the stent was still on the balloon. Upon review of the returned device the stent was still on the balloon and had been shifted distally on the balloon. The diameter of the stent was measured and was approximately 3.0mm in diameter. The crimped stent diameter from this lot of catheters as provided on the device history records show that the average crimped stent diameter was 2.4mm. The diameter of 3.0mm is considerably larger and would have likely not fit through the recommended 7fr sheath. The diameter of 3.0mm is the diameter of a 9fr sheath. The 9mm x 59mm x 120cm advanta v12 is specified for use using a 7fr sheath as indicated on the product label. The ptfe cover of the stent was slightly torn at the distal end and appears to have been caused while attempting to pull the stent back through the sheath. The balloon cones had slightly been flared due to positive pressure and there was dried contrast within the balloon cones. The catheter shaft at the proximal balloon cone area had been stretched and twisted. It is not clear how the shaft had become so damaged. Possibly when the balloon and stent were removed back through the sheath with the stent still on the balloon. In an attempt to determine why the stent wouldn¿t deploy the catheter was attached to a 20cc syringe with gauge and attempted to be inflated. Upon reaching nominal pressure of 8atm as specified on the product label the balloon would not inflate as no fluid was getting to the balloon. Upon increasing the pressure the shaft at the location of the stretched and twisted area ruptured. To determine if the balloon would open the area of damage at the proximal balloon bond was cut off and the balloon connected to a touhy borst adapter and the distal tip of the catheter clamped to prevent fluid from coming out through the guidewire lumen. Upon inflation the balloon was able to be opened once the dislodged stent was removed. The pressure obtained was under 2atm as the length of the bond area once cut was not long enough to create a good seal in the touhy borst adapter and fluid was leaking at the seal of the adapter. The balloon however did not appear to be leaking. In an effort to ensure the balloon was not leaking the touhy borst adapter was removed with the fluid still in the balloon and the proximal balloon bond clamped. Steady finger pressure was applied to the balloon creating a large amount of pressure to the point where the clamp failed on the proximal end of the balloon. During this time there were no signs that the balloon was leaking. To ensure the stent was able to be opened a new 9mm x 59mm catheter was obtained and the stent removed from it. The stent from this returned product was placed over the balloon of the new catheter. The balloon of the catheter was then inflated to the nominal pressure of 8atm as listed on the product label. The stent opened without issue as expected. A review of the proximal and distal skive dimensions found within the device history records shows that all product dimensional requirements were met for skive dimensions per part specification. If one or both of the skive holes were not patent during stent deployment, either the stent would have not deployed or the stent would have been pushed off the balloon partially deployed as fluid would only inflate one half of the balloon. Being that all lumens were patent this was not the cause of the stent not opening. Each lot of advanta v12 covered stents are required to pass the following quality and performance criteria. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: the reason the stent did not open is likely due to the product not exiting the introducer sheath prior to attempting to deploy the stent at nominal inflation pressure. This would explain why the stent was much larger than the rest of the stent diameters measured during lot quality and performance testing. There is no evidence to conclude that the product was not conforming to the quality and performance requirements that every advanta v12 covered stent delivery system is manufactured to.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation a follow-up report will be submitted.

Event description:
An advanta v12 9 x 59 mm graft covered stent was used in the peripheral artery of a patient. Even though the balloon was inflated to two atm, the stent did not deploy and came out.